Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, ndc 61553-216-48, lot 17017002s, exp 02/16/17, cefazolin; 1000ml baxter bag ndc 0338-0117-04, lot y221275, exp jul 18, lactated ringers, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a secondary infusion of ancef was primed, the primary bag was lowered, and when the ancef was started it was dripping very fast and back flowing into the primary bag. The infusion was stopped and there was no patient harm.

Manufacturer narrative:
The customer¿s report of backflow from the secondary to the primary was confirmed. Visual inspection of the set showed no anomalies. The check valve was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed back flow indicating a faulty check valve. Disassembly revealed a particulate of calcium carbonate on the diaphragm of the check valve component. The root cause was identified as a particulate that prevented the check valve from functioning properly. The origin of the particulate is unknown.